Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event and another indication. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Event date: on an unknown date in (B)(6) 2016, the patient experienced peritonitis. In the same month as onset, the patient was admitted to the hospital and on an unknown date, the patient was discharged (dates unspecified). The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics added to the peritoneal dialysis (pd) solution bags. It was reported that the patient completed the last dose of antibiotics three days before this report. On an unreported date, the patient was recovered from the peritonitis event. The patient performs automated peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.